Event description:
During initial implant, the right atrial (ra) lead was unable to be connected to the device. The suspected cause was an oversized connector of the ra lead. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of the lead's connector did not fit into the pacemaker device was not confirmed. As received, a complete lead was returned in one piece. Dimensional analysis found the connector pin, connector ring, sealing ring region, and the connector boot were within specification. The connector pin was inserted in and out from the device with no restrictions noted. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.